Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed that the windows and picix application was hung. The customer rebooted the system and the sound came back. After reboot the device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that the device is not alarming and has no sound. The device was in use on patient at time of event, there was no adverse event reported.